Event description:
It was reported that the pt could not adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset condition was reported. Additional info received reported that the batter was fine and the pt just needed reprogramming. After the reprogramming, the pt seemed happy, and it was unclear why she initially reported a power-on-reset. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).